Manufacturer narrative:
Date of event estimated. The device was successfully recovered using the universal engineering programmer (uep) and subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
It was reported during a lead revision case (manufacture number: 1627487-2024-08369 and 1627487-2024-08370) the ipg was placed into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.